Manufacturer narrative:
A ge representative evaluated the system and ordered a low voltage power supply, which the customer's biomed tech replaced. The system operates as intended.

Event description:
It was reported that the system displayed a communication error and would not produce x-rays. No patient injury was reported.